Manufacturer narrative:
Initial reporter phone number not usable: (B)(6).

Event description:
The customer reported the touch screen buttons are not sensitive or accurate. The customer reported there was no patient involvement.